Event description:
Revision surgery for stem loosening at about 6 years and 4 months post-primary. The surgery was complerted successfully, stem, head and liner revised successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 160734: 100 items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.